Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) 3.0mm reaming rod/950mm w/straight ball tip - sterile.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - reaming rods/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent an orthopedic procedure for unknown reason. After placing a cannulated tibial nail over a 3.0 mm reaming rod and completing the procedure, final x-rays revealed an estimated 3mm x 10mm fragment that the surgeon was unable to removed or identify. The reaming rod is available for return if warranted. Other than the unidentified, retained fragment. The procedure was successfully completed. Patient outcome is unknown. This complaint involves (2) devices. This report is for (1) unk - reaming rods. This report is 2 of (B)(4).